Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm readings, which occurred the day the sensor was inserted into the abdomen. The patient lost consciousness while sleeping. It was not reported who found the patient and called for assistance. However, emergency medical service (ems) was contacted. The patient reported the cgm was reading over 280 mg/dl and the bg meter was reading ¿below zero¿. The patient was also wearing an insulin pump (tandem pump). Ems treated the patient with an unspecified IV and transported her to the hospital. The patient was hospitalized and unable to speak for 2 days. The patient stated that they are still ¿unwell¿ at the time of report, requiring follow-ups with a cardiologist and neurologist due to the prolonged period the patient was unconscious. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.